Manufacturer narrative:
The explanted sapien 3 valve was not returned to edwards for evaluation. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (female gender, advanced age - 81 years, leaflet calcification), may have contributed to the sov rupture and explant of the sapien 3 valve, surgical repair and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure a rupture of the sinus of valsalva (sov) occurred and surgical aortic valve replacement (savr) was performed. As reported by our affiliate in (B)(6), following balloon aortic valvuloplasty (bav), a 23 mm sapien 3 valve was deployed with 1 ml less than nominal volume in the aortic annulus in a final 90:10 aortic/ventricular position. Immediately after valve deployment, the blood pressure did not recover and prolonged hypotension as 40-50 mmhg. Cardiac massage was started. An aortography (aog) could not confirm leakage of contrast, but a pericardial effusion was confirmed by transthoracic echocardiography (tte). Percutaneous cardiopulmonary support (pcps) was initiated, and a thoracotomy was performed for hemostasis, but it did not work. The procedure was changed from pcps to cardiopulmonary bypass (cpb) and savr was performed. The sapien 3 valve was extracted/explanted. The rupture of sov on the left coronary cusp (lcc) side was confirmed and repaired. A surgical valve was implanted. It was reported that the patient passed away after returning to the ICU on the same day as the tavr procedure. The annular diameter measured 24.6 mm x 19.5 mm with an area of 365.0 mm2. The sov measured 25.0 mm. Mild calcification on the aortic valve leaflets was reported. Per the medical opinion, since the CT image of was blurred, it was difficult to evaluate. It may have been more calcified than expected.